Manufacturer narrative:
Follow-up: (B)(6) 2016: customer reported blood glucose levels were getting close to target range and that infusion site was changed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 436 (mg/dl). Reportedly, customer was not at home and ran out of insulin for 1.5 hours prior to reported event. Customer administered a correction bolus once home, but reported bg levels were decreasing slower than expected. System check with tandem technical support indicated pump was performing as intended. Recommendation was made change infusion site and consult with health care provider to discuss diabetes management.